Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 300 to 500 mg/dl. Customer indicated that the pump is not delivering insulin. Troubleshooting found that the cannula was bent. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. Customer declined high blood glucose troubleshooting.